Manufacturer narrative:
Initial and final MDR 1892749 - MDR 3003442380-2024-09333 - device 1 of 2. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets fell off during use on (B)(6) 2024. Both the infusion was in use for 3 to 6 hours respectively and patient resolved both the event by replacing infusion set and resumed insulin deliveries successfully. No further information available.